Manufacturer narrative:
D10 concomitant product: cabk8666l, sensor (B)(6) lap ultrasound tracking (lot#25974287). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the navigation component did not work and all diagnostics were clear on machine. The second image on the navigation screen to the right was rapidly blinking and unable to use the navigation on the procedure. Navigation did not work on the machine. The procedure was not able to be completed, and the procedure was aborted.

Manufacturer narrative:
Additional information: b5, d2 (common device name), d3 (MFR name, street 1, MFR city, country code, postal code), g3, h6 (coding: fdp, ime, imf) new information has been received, and reassessment of the complaint found that it is no longer a reportable event. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the navigation component did not work and all diagnostics were clear on machine. The second image on the navigation screen to the right was rapidly blinking and unable to use the navigation on the procedure. Navigation did not work on the machine. The navigation portion of the procedure had to be aborted and restarted with utilizing just the ablateoption on the sx machine. There was no patient injury.